Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone via an implantable pump. The indications for use was spinal pain. It was reported that the healthcare provider (hcp) stated that they changed the concentration from 3mg/ml to 5mg/ml but programmed the pump to 4mg/ml. The hcp stated that they programmed a bridge bolus that would last 45h 9min. The manufacturer's technical services specialist (tss) reviewed that they could update the infusion screen without disrupting the bridge bolus. Hcp was going to see the patient tomorrow and will call back at that time if needed. Tss called the hcp back to clarify that an advanced bridge bolus was needed because the error was in the concentration. Tss left a voicemail asking the hcp to call back now or when they reprogrammed the pump tomorrow.

Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.